Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first two days they noticed major improvement in their symptoms but now they were back to not urinating right. Patient said they increased stim and felt the vibration real bad so they decreased it but they were still not peeing right. Reviewed therapy information and general programming guidance. During the call patient requested assistance to increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. On 2025-oct-08, additional information was received from the hcp. They stated that the patient reported that their symptoms have improved. The patient did not experience urinary retention prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.